Manufacturer narrative:
Citation: eckner et al. Comparison between surgical access and percutaneous closure device in 787 patients undergoing transcatheter aortic valve replacement. J clin med. 2021 mar 24;10(7):1344. Doi: 10.3390/jcm10071344. Earliest date of publish used for date of event. Medtronic products referenced: corevalve, evolut r and evolut pro. Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparison between surgical access and percutaneous closure devices in patients undergoing transcatheter aortic valve replacement (tavr). All data were retrospectively collected from a single center between 2013 and 2019. The study population included 787 patients who were predominantly female with a mean age 81 years. Multiple manufacturer¿s devices were implanted in the study population; 96 of the 787 patients were implanted with a medtronic corevalve, evolut r or evolut pro bioprosthetic valve. No unique device identifier numbers were provided. Among all patients, there were 23 in-hospital deaths for an overall mortality rate of 2.8%. Two of the 23 deaths were due to bleeding events. No further details were provided on these deaths. Based on the available information medtronic product was not directly associated with the death(s). Among all patients, non-fatal adverse events included: major vascular complications, major bleeding, conversion to surgery, and extended hospital stay. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.